Event description:
Reported that the pt suffered a quarter sized burn and another smaller burn. They were noted upon removal of the ground pad. Wound was dressed. Clinic sending pt to plastic surgeon for eval.